Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was not able to verify customer's reported problem. The unit was tested for 9 days and no problem found.

Event description:
The customer reported that the lap top ventilator 1150 had high inspiratory pressure. There is no information regarding patient involvement associated with the reported event.